Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. In addition, it was reported that intermittent occlusion alarms occurred. Customer's blood glucose level was 300 mg/dl. Reportedly, the customer changed the pump supplies and resumed insulin delivery.